Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. Although the pump was able to beep and vibrate, it was unable to be turned on. The customer's blood glucose (bg) level was impacted 350 (mg/dl). The customer took an insulin pen injection. It was indicated that the customer would use insulin pens as alternate insulin therapy until the replacement pump was received.